Event description:
Journal reference: carrillo-ruiz jd, velasco f, jimenez f, et al. Bilateral electrical stimulation of prelemniscal radiations in the treatment of advanced parkinson's disease. Neurosurgery 2008;62(2): 347-359. Tremor and rigidity have been efficiently controlled by electrical stimulation of contralateral prelemniscal radiation (raprl) in pts with unilateral parkinson's disease. The present study determines the effect of bilateral raprl electrical stimulation in a group of five pts with severe bilateral tremor, rigidity, and bradykinesia. Evaluations were performed at 3, 6, 9 and 12 mos post-operative, with 24 hr off medication-on stimulation. Reportable event: pt 1 (cb) had an increase in emotional depression severity that, although already present in the preoperative eval, required antidepressive medication after es initiation. The pt also lost 11 kg in weight in 6 mos. Although the pt became able to walk without assistance with excellent control of tremor and rigidity, his emotional condition rendered his rehabilitation difficult and he remained dependent for daily living activities. Asymmetrical setting of stimulation parameters by decreasing the amplitude by 1.0 v on the right at mo 6 was accompanied by an improvement in the pt's emotional condition, although he continued to require antidepressant medication. He did not regain weight but stabilized in that regard.